Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, critical pump error, cosmetic damage, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt- 1884. Troubleshooting was performed. Customer reported that pump was exposed to moisture but there is no visible fluid in pump. Pump did not pass self test. Customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Pump has not been exposed to altitude change. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt- 1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump powered up after battery installation and was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 (filenumber=690 linenumber=130) critical handling alarms in the main error log. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1 / pcba 2 / force sensor / motor]. Force sensor zero offset (within) specification (23.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, label damage, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Unable to verify keypad unresponsive due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 (filenumber=690 linenumber=130) alarms confirmed in the main error log due to severe moisture damage on the electronics assembly. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor / motor]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.